Event description:
It was reported via repair work order that the unit had no motion functions due to a missing battery and cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The issue reported is not likely to contribute to serious injury or death as this service report does not require a complaint to be entered into trackwise because the service report is for a non- stryker product, specifically a joerns product, and joerns will handle the reportability decisions and reporting on these products. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit had no motion functions due to a missing battery and cpu malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.